Event description:
Reporter alleged blood glucose monitoring device generated a result outside the reading range of the meter. Customer stated meter read 611 mg/dl and had that result for the past three days. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.